Manufacturer narrative:
Unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test and an unexpected start, error test or test the operating currents and off no power alarm due to motor error alarms. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 341mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections. It was also reported that the customer received a motor error alarm. Customer's blood glucose level at the time 210mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.